Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states, "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during the unk procedure, the device stopped working intraoperatively. There was no pt consequence. The case was completed with a same like device.